Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used roadrunner uniglide hydrophilic wire guide was received in the spiral holder. Visual inspection showed 3 mm of core wire was protruding through the polymer jacket at the distal end. No other abnormalities were identified. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. There is no evidence the product was damaged upon opening. Roadrunner uniglide hydrophilic wire guides are inspected 100% by qc. It is possible that the patient¿s anatomy and or condition could have contributed to this device complaint. (Wire would not advance easily due to calcification of artery.) Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Corrected information: product code: dqx. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A roadrunner uniglide hydrophilic wire guide was used in a radial cephalic fistula arteriogram. It was reported that the wire was unable to advance with ease due to calcification of the artery. The wire was removed with some difficulty and it was observed to be partially detached from the hydrophilic coating on the tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.